Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. The returned lead fragments was visually and electrically analysed. The visual inspection revealed multiple signs of wear along the lead fragments. Particularly between 15 cm and 9 cm proximal to the lead tip the insulation was found damaged due to abrasion. This damage can be regarded as the root cause of the clinically observed oversensing reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. Should additional information be received at a later date or should the device be returned, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that approx. 39 months after implantation, this lead was replaced due to oversensing.